Manufacturer narrative:
Additional information is provided in sections d.9., h.6 and h.11. Corrected information was provided in section h.6. Specific product identifiers (serial number) were not provided and could not be determined at this time. However, all device history records are reviewed prior to product release to ensure the product was manufactured in compliance with the device master record and meets release criteria. A review for complaints reported against this serial number cannot be performed as the serial number is unknown. Service history was reviewed for the system. There was no service record relevant to the reported event, found. All manufacturer surgical systems are verified to meet specifications after installation and customer-initiated servicing in accordance procedure. Based on the information obtained, the root cause of the reported event is inconclusive. Based on the information obtained, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Specific product identifier (serial number) was not provided and could not be determined at this time. However, all device history records are reviewed prior to product release to ensure the product was manufactured in compliance with the device master record and meets release criteria. A review for complaints reported against this serial number cannot be performed as the serial number is unknown. The serial is unknown; therefore, a service history review cannot be performed. Based on the information obtained, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Event description:
The government agency reported that during vitrectomy surgery, the patient experienced low intraocular pressure and eyeball collapse. The risk of explosive choroidal bleeding was very high. After restarting the machine and balancing the infusion of salt solution, the intraocular pressure and eye shape were restored. The patient's symptoms were resolved.